Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the biphasic device delivered monophasic energy. In this state the device may not be able to deliver appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was observed that the h-bridge q72 and q74 are electrically damaged after a shock is performed and 80% of target energy is delivered in monophasic waveform. The customer received a replacement device to resolve the reported issue. The root cause of the reported issue could not be determined. The device was retained by stryker.